Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer had symptoms such as dry mouth and treated with the pump. Troubleshooting was performed. The customer received no delivery alarm. The customer stated that the alarm was resolved by complete set change. The customer mentioned issues with bent cannulas. The product was not returned for analysis.